Manufacturer narrative:
A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence, they waited for a while for the bleeding to stop. The physician was going to clip the site but the bleeding had stopped. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The instructions for use includes potential complications. Those associated with gastrointestinal endoscopy include, but are not limited to: perforation bleeding or hemorrhage. Instructions for use warning: these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The medical facility commented to the cook area rep that the physicians are not liking the cook captura serrated forceps without spike. The physicians are claiming the forceps seem to tear when they are used. The physicians reported much more bleeding and a higher intervention rate to those [biopsy] sites with our biopsy forceps when compared to boston scientific radial jaw 3. They have observed what is described as an instant purple bubble of blood. The physicians cannot explain why this is happening and do not know when to anticipate this effect. A specific quantity could not be provided by the medical facility but four (4) events were reported to the cook area rep. See mdrs 1037905-2012-00337, 00338, 00339, and 00340.